Event description:
Spontaneous call from mother; the other day, pump would not start up. Parents took battery out and put battery back and that seemed to fix issue. Batteries are new, today, when priming pump, tubing was not primed all the way, and pump ceased functioning when prompted to continue priming. Taking out batteries and putting the batteries back in seemed to work. Advised mother to replace pump with backup when possible and that pharmacy would send replacement. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device is available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver. Strength: 2.5mg/ml; dose or amount: 71.3 nkm, frequency: continuous infusion, route: IV. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.